Event description:
The patient experienced withdrawal symptoms. A dye study showed a catheter fracture at the spinal site. The proximal piece of catheter was occluded with white granules. A rotor study showed the pump was working. The catheter was revised on (B)(6) 2011. There was reported to be no patient injury. The patient recovered without sequela. The pump was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Catheter model 8711, lot/serial # (B)(4), implant date: (B)(6) 2001; explant date: na; catheter model 8598a, lot/serial # (B)(4), implant date: (B)(6) 2008, explant date: unk. Catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
A small segment of the proximal portion of catheter model#8711 was returned for analysis. No white particles were noted on this segment. It was patent. Analysis of catheter model# 8598a revealed a hole or tear caused by the catheter connector pin poking through. A hole was found in segment 1 underneath the strain relief shroud of the catheter pin connector. The hole corresponded to where the metal of the catheter pin connector came to an end. The pin connector was occluded but was able to be broken loose. It was unknown if this occlusion occurred while implanted or after explant. There were no white particles noted on the segments.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.